Event description:
Customer reported receiving a high reading of 191 mg/dl on their blood glucose monitor. The laboratory reference reading of 90 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The customer's reported meter and test strips were returned for an investigation. The complaint did not confirm and no new issues were observed. All results were within the range specification during control solution testing. The reported reading of 191 mg/dl was not found in the meter's memory log. However, a similar reading of 198 mg/dl was found on 16 june 2010.